Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that his daughter had reprogrammed her replacement pump yesterday and during the night she had high blood glucose (bg) of 350mg/dl with of excessive thirst. Customer support was able to view basal rates and confirmed that they were programmed correctly. Dad did not have time to review entire pump at time of call and reports they will contact if bg does not resolve on its own. Patient was also changing out insulin and site as a precaution. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia for an unknown reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.